Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device gave a charge/shock failure malfunction message. There was no patient involvement.